Manufacturer narrative:
DHR reviewed and labels confirmed as correct. Error at hospital. Report of historical event. The event occured between (B)(6) 2010 and (B)(6) 2013 when k020214 was not listed against any manufacturer. Matortho is making this report to cover this period when the device was not avaialble in the USA for commercial reasons.

Event description:
Patient underwent a left total knee replacement. Following surgery, the scrub nurse identified that a right tibial insert had been used, not a left tibial insert. Patient was informed and revised 1 day post op.